Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The service engineer (se) inspected the device. The se was able to turn on and display everything on the screen without any issues. The se could not duplicate the reported issue and the ventilator passed electrical safety and performance verification.

Event description:
It was reported that the ventilator display did not turn on. No patient involvement. The event date was not specified; estimate used.